Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2jw93. Implanted: (B)(6) 2022. Explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are:serial/lot #:(B)(6), ubd: 08-dec-2023, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the ins is not working for them. Patient said about a week ago, they noticed that the ins therapy had "lost effectiveness" (had a return in symptoms) so they tried increasing stim but they were not able to due to the maximum settings message. Patient changed to another program and saw the same message, so they haven't been able to increase stim or feel stim since then. When ps asked to clarify event date for therapy issues as well, patient also mentioned that when they first got the implant they had it on program 1 and therapy relief lasted about a week and then they'd notice a lack of control again. Since then, they've been trying the next program up to get therapy, which will last for a little while and then they make a change. The patient was redirected to their healthcare provider to further address the max settings message. Ps also reviewed therapy expectations, guidance and optimization to try after hcp address max settings. The patient's relevant medical history included patient said they have to take bowel pills every other day to help with their bowel control. Additional information was received from the patient. It was reported that the cause of the max settings message was unknown. The patient had an appointment with their doctor and manufacturer representative (rep) scheduled. The issue was not yet resolved. Additional information was received from the patient. Patient reported additional details regarding event previously documented. Patient reported it was determined that the lead was busted somehow and the ins system was replaced on (B)(6) 2023. Patient declined talking points and declined future calls as this is their 2nd implant and already familiar with external devices.